Event description:
It was reported that the mobile app on the customer's device froze while they were attempting to load a cartridge. The issue led to a blood glucose level being displayed as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus through the pump. After re-launching the app, the customer was able to successfully re-pair the pump with the mobile app without requiring further assistance.